Manufacturer narrative:
The reported event was addressed with intuitive surgical, inc. (Isi) technical support. The customer has replaced the damaged blue fiber cables. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blue fiber cable was ripped out of the back of the patient cart, breaking off the metal end connector. The customer was able to remove the broken connector and replace it with a backup blue fiber cable. However, the backup cable had some physical damage to the outer casing. The surgeon elected to abort the case due to this issue. At that time, port incisions had already been placed. The customer has ordered a new blue fiber cable and has had no further issues. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.